Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient got hurt at work and had a laceration on the top left of her head. Patient went to the hospital and the doctor suggested staples instead of stitches. Doctor's assistant fired two staples fine. After that, the device got stuck on her head. Assistant tried firing and more staples deployed. Doctor tried firing the device again, but more staples kept on deploying and the device was still stuck. Another physician came in and was able to remove the device from her head. She was given lidocaine after being in pain for 45 minutes. They removed 7 extra staples from her head and kept three in. She reported patient injury. The device was discarded after use.